Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported on (B)(4) 2019 that the patient fell and broke her right ankle on (B)(6) 2019. On (B)(6) 2019 patient had an outpatient surgery for the placement of two plates and nine screws. On (B)(6) 2019 the internal fixation plate on the peg-j became lose, dislodging the j-tube and causing a stomach ulceration. Both the j and the peg tube were removed to allow for the stomach ulcer to heal. Patient is taking oral medication for parkinsons. Patient is being treated with carafate for the ulcer.